Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 pocket a3 was failed to release cubie. A field service engineer verified the customer reported issue where the main full-height enhanced drawer would not open on double-click, logged into the hardware test application (hta) application and identified a broken cubie at position a3, which was removed, found a faulty position sensor and replaced it, performed final testing in hardware test application (hta) on the main full-height legacy drawer 04, with all tests passing successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was not release. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.